Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post op lap sigmoid colon procedure, the patient had a leak. The anvil was bent and sizers were used. An open procedure was performed to correct the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.